Manufacturer narrative:
(B)(4). The sample has been received;however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the evlauation and should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report of a leak found coming from the tubing during therapy. The set had been used for 28 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for tubing leakage due to a cut/hole in the tubing near the patient connector. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed.